Event description:
Steris table 4085, smoke/burn smell from the steris operating room table. Circ rn called at around 1715 to 1730 upon noticing of smoke billowing from the steris 4085 table. Or bed was with a patient at the time of incident. Immediately went to the room and checked in with surgeon if we needed to move the patient to another table and responded don't need to transfer. Circ rn unplugged the electrical cord from the wall outlet. Engineering was notified and showed up in the operating room within minutes. Surgeon continued to close with the same operating room table and transferred patient to ICU at 1823 without injury from this incident. Blood, fluids, solutions at the base of the operating room table. Possible broken base housing plate. Bed will be taken out of the room/tagged and assessed by biomed and/or steris rep. FDA safety report ID # (B)(4).